Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was removed and replaced during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of ¿the threshold is too high¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies with the exception of procedural damage. Electrical testing was normal.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been (B)(6) 2023, rather than (B)(6) 2023.